Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was stuck in a patient and it had to be removed by an ent (ears, nose, throat) doctor. The probe was disinfected and will be tested to see if there was any damage. It was verified that the catheter was removed from the patient without any injury.